Event description:
Additional information received reported that no new or increased pain was reported. The patient stated that the electrical impulse was not following the same pattern as before. A radiological exam confirmed the lead migration. There were no symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 3878, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3877-45, lot# 207547742, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the electrode repositioning required hospitalization. There was electrode migration and implant of surgical electrode. There was stimulation in the inferior limb. The event was serious. There was an explant of the electrode to a paddle electrode on (B)(6) 2014. The event resolved.

Event description:
It was reported there was a lead migration which led to stimulation only in the inferior limb. The lead was explanted and replaced.